Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 400 units of insulin, and displayed 170 units after delivering 20 units for therapy. The customer's blood glucose level was 160 mg/dl. The customer declined to reload the cartridge and declined further follow-up from tandem technical support to ensure that the fill estimate updated to a more accurate value.